Event description:
Little pieces of plastic were in the specimen cut once the specimen is returned in the collection chamber. They saved a small piece and another probe to be evaluated. There have been no interruptions in the breast biopsy. No patient consequences.